Event description:
This is an adverse event noted as part of the b-300 early squamous cell neoplasia of the (B)(6) trial in (B)(6). This is a (B)(6) female with high-grade intra-epithelial neoplasia (hgin) of the esophagus. Circumferential ablation was performed without acute adverse event or device malfunction. A stricture was noted one month later and was serially dilated. The ae was resolved at last visit.